Event description:
Same case as #1527460-2013-00025 and #1527460-2013-00027. The complainant reported a balloon burst. Upon insertion, the gastrostomy tube's balloon burst when attempting to instill 15 ml of saline with a luer lock syringe.

Manufacturer narrative:
(B)(4). The exact date of event is unknown, but the reporter stated it occurred in (B)(6) 2013. The testing and investigation results confirmed a balloon burst. The balloon was split. Per label instructions, the balloon should be inflated with a luer tip syringe. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.